Manufacturer narrative:
Return evaluations received for two separate parts: 9.2.15. Return evaluation for the kit tilt actuator conventional motor: gear noise during bench test. Hole was not completely drilled through during invacare assembly allowing the pin to stick out. 9.9.15. Return evaluation for the switch drive lockout: tested fully functional.

Event description:
The dealer states, the display showed "control inhibited" which means the seat is tilted when it wasn't. He checked everything out and found the actuator is making a noise. He states, the actuator was not preset at the factory and the roll pin was only halfway in. The consumer was stuck in the chair for 3 hours until someone could get to him to get him out of the chair.